Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited noise. Technical services (ts) noted to find out what this patient was doing at the time to try and recreate it. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient received an inappropriate shock due to noise that was oversensed, which occurred while this patient was driving home. It was noted that the previous noise had a myopotential appearance. Technical services (ts) reviewed the different vectors and discussed programming options. Ts discussed considering imaging of this patient to verify electrode and device insertion. This electrode remains in service. No adverse patient effects were reported.